Event description:
It was reported that during a nephrectomy procedure, after 20 minutes the shears began to melt. There were little white flakes all over the tissue. There was no reported pt consequence.